Manufacturer narrative:
Available details indicate that the device failed an operational test. The battery insertion test (bit) was performed, the device emitted an alarm with error message of "therapy not available due to disabled equipment" and "low battery." The rechargeable li-ion battery pack was replaced. The device was returned to full functionality and returned to service. The device remains at the customer site and is not available for additional investigation.

Event description:
It was reported to philips that a power test failure technical alarm occurred within a year after installation. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.